Manufacturer narrative:
Section h10: (h3) the clinical evaluation noted based on review of all available information, the evidence suggest that the reported event is related to a infection 10 months post-op the implant. The cause of the revision is most likely is related to the patient¿s infection.

Manufacturer narrative:
Pending engineering evaluation. No information provided in the following section(s): age or date of birth, weight, ethnicity, relevant tests/laboratory data.

Event description:
Revised due to infection. The patient was stable leaving the operating room. There was no delay to the surgery. The rep was present at the time of the surgery.